Event description:
This report summarizes one malfunction. A review of reported information indicated that model atg80144, pta balloon dilatation catheter allegedly experienced deflation problem and rupture. This information was received from a single source. The device was used in a 69 years old female patient, 176 lbs. There was no reported patient injury.

Manufacturer narrative:
H10: out of the reported one malfunction, the device was returned for evaluation. Based on the investigation of the returned catheter sample, it was confirmed that the pinhole rupture noted to the balloon likely contributed to the deflation issue. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model atg80144, pta balloon dilatation catheter, allegedly experienced deflation problem and rupture. This information was received from a single source. This malfunction involved a (B)(6) year old female patient weighing (B)(6) lbs with no consequences.